Event description:
It was reported that during testing conducted at the user facility that the device was overheating and metal shavings were coming out of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.